Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a crtd implant procedure, the guidewire got blocked inside the lead. There was no other way to solve the issue than retracting the left ventricular (lv) lead and guidewire. Subsequent repositioning of the lead over a new zinger wire was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the distal tip of the wire is stuck inside the lead. The wire could not be removed from the lead without further damaging the wire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.